Manufacturer narrative:
Procode: kwp;kwq;mnh;mni;osh. Complainant part is not expected to be returned for manufacturer review/investigation. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from depuy synthes reports an event in (B)(6) as follows: it was reported that during a procedure on (B)(6) 2022, the x25 final tightener instrument was spinning in set screw head and was unable to reach torque limit. It was also reported that two (2) set screws had stripped during this process. Fragments of the stripped set screw were removed from patient. The damaged set screws implant were removed and replaced and an alternative instrument was used to complete the procedure. There was less that two (2) minutes surgical delay. There was no patient impact reported. This report is for one (1) single-inner setscrew. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device history: a manufacturing record evaluation was performed for the finished device product code: 179702000s lot number: 318288. It was electronically reviewed and no non-conformances / manufacturing irregularities were identified during the manufacturing process. The product was released on: 26.08.2021 qty: (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.